Event description:
Reporter alleged customer obtained a blood glucose result of 205 mg/dl on his advantage system; however, was experiencing hypoglycemic symptoms of being unresponsive and going in and out of consciousness. Reporter stated, called the paramedics and customer's glucose measured 35 mg/dl fifteen minutes later. Reporter indicated, the customer was treated with an IV of unknown contents. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.